Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving without input noted by analysis. The insulin pump had a scratched display window, a scratched case, a scratched reservoir tube window, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). Retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). Significant events leading to the keypad issues. Found: no. Adv the customer the pump will need to be replaced. Adv the customer to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Explained the rpl policy. Explained the interaction aftercare email. Ship: 1 pump / return: 1 pump.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.